Event description:
It was reported that a (B) (4) handheld computer's screen displayed the following error message after interrogation: "error executing sql statement." A review of the manufacturing records for the handheld and flashcard revealed the flashcard was manufactured and distributed two years prior to the handheld distribution. This indicates that the flashcard was used in a different model handheld. Using the flashcard in a different model handheld can cause this type of event. The product has been returned to the manufacturer for analysis.